Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the cause of death was heart attack brought on by hypoglycemia. The caller stated that the customer was in a coma due to hypoglycemia. The customer's blood glucose at the time of death was 66 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the hospital lost the customer's insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.